Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on the right ventricular channel and high out of range pacing impedance measurements on the left ventricular channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.